Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: anterior controllable antedisplacement fusion (acaf) for severe cervical ossification of the posterior longitudinal ligament: comparison with anterior cervical corpectomy with fusion (accf) haisong yang, jingchuan sun, jiangang shi, guodong shi, yongfei guo, yong yang. Received 15 december 2017; accepted 10 april 2018. N=2: cage subsidence.